Manufacturer narrative:
(B)(4). Visual inspection of the incident device revealed that the tip of the jaws was bent and the over-mold was cracked. The seal plate was separated from the moving jaw but still attached. No pieces of the jaw were missing. The reporter event is most likely attributed to the user placing excessive force on the tip of the jaws causing it to bend and break.

Event description:
The customer reported that a portion of the device jaw broke during the procedure and fell into the patient cavity. The piece was retrieved and another device was used to complete without incident. There was no patient injury.